Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) male patient who received super poligrip original denture adhesive cream (B)(4) for twelve years for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medications included carvedilol (coreg) tablets "to dilate blood vessels". On an unknown date, the patient started super poligrip (dental). The patient said he occasionally used super poligrip twice a day and used two tubes per week (device misuse). A couple of weeks prior to reporting ((B)(6) 2010), on a saturday morning, he awoke at 0400 and his right hand was numb and he was unable to use, it was like it was paralyzed. The patient ran cold water over his hand and then went back to sleep. When he woke up later, he still had no control over his hand, had restricted hand movement further described as like he had a stroke and it was bent inward at the wrist. The patient went to the emergency room and was seen by an internist and a neurologist. A magnetic resonance image (MRI) of the brain showed that the patient had not experienced a stroke. The patient was hospitalized. Patient also reported that he had lost about 30 pounds over the last year and a half. The patient reported that both doctors told him that he had neuropathy and were not sure why. The patient was discharged to home the following monday. The patient stated that after hearing television reports from independent law firms regarding neuropathy and super poligrip he called one and had the claims explained to him. At this point the patient returned to his internist and had a 24 hour urine test done. Patient reported that his urine zinc level was almost 900 and the urine copper level was 5 (units and normal ranges not provided). The patient said he had zinc poisoning and low copper. Consumer reported that both the internist and the neurologist feel that his neuropathy was due to the super poligrip. At the time of the report the consumer is continuing to use the new formulation of super poligrip. At the time of reporting, the events were unresolved. Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).